Event description:
Medtronic received information that an unknown duration following the implant of this bioprosthetic valve, echocardiogram results revealed valve deterioration and aortic aneurysm. The valve was explanted and replaced with another valve of the same model with no further adverse patient effects reported.

Manufacturer narrative:
Product analysis/conclusion: device history review could not be performed, as the serial number was not provided. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information received, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Supplemental filed due to missing PMA number on initial report.

Manufacturer narrative:
Additional information: the serial number of the device was received after submitting the initial and 1st follow up medwatch reports. A duplicate search was completed and it was determined that this event was already reported via alternative summary report on (B)(4), 2011 under exemption number (B)(4). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.